Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that the patient came for a refill and the pump was stalled since (B)(6) 2017. It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. The logs were read and the pump had not recovered. Surgery for replacement was being booked. The issue was not resolved at the time of this report. No symptoms were reported and the patient's status was "alive- no injury". No further complications were expected or anticipated.